Manufacturer narrative:
(B)(4). The customer reported that the unit powers off then back on by itself. There was no report of negative impact to the pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit powers off then back on by itself. There was no report of negative impact to the pt.